Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. The product is not available for investigation (lost in transit). Trend is tracked and monitored. This MDR submission is a late submission. A CAPA has been issued.

Event description:
It was reported that a patient experienced a dental implant loss.